Manufacturer narrative:
Product was returned for evaluation. The return fields in (B)(4) state: consumer power wheelchairs. Controller/joystick/options, other. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was not confirmed for change in speed during the test. Complaint was not confirmed. Return evaluation showed no defect of the joystick. No changes to the underlying cause.

Event description:
End user wrote a letter stating the m91 she is currently using has speed control issues. The end user reported that the chair adjusts speed on its own. Update from customer service on 07/01/2016: territory business manager and dealer went and saw the chair and was unable to duplicate the issue. The customer was still driving with her left hand, so the joystick was switched back to the right hand side, her dominant hand. Territory business manager and dealer believe it's possible that the speed issues were caused by the customer.

Manufacturer narrative:
No return anticipated, as chair was serviced by dealer and invacare representative. Initial conclusions by the dealer and invacare representative show that the alleged malfunction was unable to be duplicated; no malfunction found. The underlying cause appears to be that the end user had diminished control of the joystick from needing to use the joystick with their left hand due to surgery on the right hand. The end user's dominant hand is their right hand. The joystick has been changed back to the right side to correct the alleged issue. Should additional information become available, a supplemental record will be filed.

Event description:
End user wrote a letter stating the m91 she is currently using has speed control issues. The end user reported that the chair adjusts speed on its own. Update from customer service on 07/01/2016: territory business manager and dealer went and saw the chair and was unable to duplicate the issue. The customer was still driving with her left hand, so the joystick was switched back to the right hand side, her dominant hand. Territory business manager and dealer believe it's possible that the speed issues were caused by the customer.